Event description:
It was reported the patient¿s lead had had open circuits since implant. The lead was broken and showed greater than 4,000 ohms on all pairs. The stimulator had been off for six months. The lead and battery were revised. During the procedure, a battery issue was presented. Longevity calculations showed 28.8 months of life and impedance testing showed greater than 1,000 ohms. The pulse width was increased and the impedance testing showed 1,558 ohms. The longevity also increased to 49.0 months. The stimulator was to be explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that the implantable neurostimulator (ins) was explanted on (B)(6) 2014. It was noted that the lead was not explanted. Regarding what caused the lead to break, it was unknown. Regarding were all part of the lead explanted, it was noted, "no." The location of the lead issue was noted as distal end, near the ipg (implantable pulse generator). It was noted: determined intraop (intraoperative) during ipg replacement. The patient was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# j0424786v, implanted: (B)(6) 2004, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).